Event description:
A report was received that the tip of the patient¿s lead had eroded through the skin. The patient underwent a revision procedure and the physician made an incision and buried the lead deeper. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was implanted with occipital leads. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the tip of the patient's lead had eroded through the skin. The patient underwent a revision procedure and the physician made an incision and buried the lead deeper. The patient was doing well postoperatively.